Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.4 cm and 5.6 cm from the connector pin, due to friction with the pulse generator. This could cause the reported noise problem.

Event description:
It was reported that the lead exhibited noise which could be reproduced with pocket manipulation. A fluoroscopy revealed a 90 degree bend. The lead was explanted and replaced.